Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results generated on the architect c16000 processing module when using potassium, creatinine2, and glucose assays for multiple patient samples. The following data was provided: (B)(6) 2026 sid (B)(6): initial potassium result = 6.6; repeat result = 4.4, (B)(6) 2026 sid (B)(6): initial potassium result = 9.5; repeat result = 4.6, (B)(6) 2026 sid (B)(6): initial creatinine2 result = 2.04; repeat result = 1.45. Additionally, the customer performed a lookback and noted elevated glucose results were generated over a 2-day period (B)(6) 2026) for 180 patient samples. There was no impact to patient management reported.